Event description:
It was reported that approximately 15 minutes into a da vinci si vaginal hysteroscopy (lavh) procedure, the tenaculum forceps instrument broke and pieces fell into the patient. The instrument fragments were retrieved. The surgeon tried to straighten the instrument wrist to remove it from the cannulae, however, it remained at a right angle. The surgical staff had to cut the tip of the instrument off in order to remove from the cannula accessory. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the cables at the distal end have been cut and the instrument wrist has been detached at the proximal clevis. Approximately half of the instrument's main tube interface wall is broken off and missing pieces. Engineering concluded that the proximal clevis likely dislodged from the main tube and a section of the distal end of the tube collapsed, requiring the instrument wrist to be cut off to remove the instrument from the cannula. No other damage was found.